Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error (book image). The customer¿s blood glucose level was 5.4mmol/l at the time of the incident. It was reported that her insulin pump stopped working in the middle of the night. It had a red x on it and it started beeping. She took out the battery and nothing is coming up now. But it was beeping, there was a red x and an arrow to the book on it. Customer stated her pump is not turning on now and it is completely dead. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected off no power anomalies, blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. No critical pump error alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test.